Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported there is a horizontal line across the screen of the pump. Patient stated the line is visible when the pump times out. Patient reported the line goes across the middle of the screen and the line does go across the area indicating the insulin amount. Patient stated the line on the display does not interfere with viewing any data or insulin amounts. Patient had possibly dropped the pump within the last 48 hours. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.